Manufacturer narrative:
The complaint sample was not returned for evaluation, but the customer sent pictures. The pictures received show the unit that was used during the clinical procedure, however no deformations or appearance defects were observed that could contribute to the reported issue. With the pictures and the information provided, it was not possible to confirm the reported issue or to determine a possible root cause. The device history record for batch reported (B)(4) (manufactured in july 2011) was reviewed. This investigation determined that all products were manufactured, inspected, and released in accordance with our internal procedures and no issues were found related with the reported issue. At this moment it is not possible to confirm the reported concern and it is not possible to identify a potential root cause since the sample was not available and the customer has not provided sufficient information. A corrective action cannot be initiated at this time, but the need for one will be assessed as soon as additional information or a sample is received from the customer.

Event description:
Patient has made claim to hospital to pay for billings related to the repair of the patient's procedure associated lacerations which occured post pharyngeal to the soft pallet and resulted in the excision of the uvula which had became swollen during same procedure. The ent physician who did the procedure claims that the lacerations occurred due to a defect in our k80 yankauer.